Event description:
It was reported to philips that there was a problem with the wireless footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Correction: component code correction philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that there was problem with charger of wireless foot pedal. Philips provided service quote to the customer as the contract was not active with the customer. But philips does not receive any response on the provided quote and the quote was expired. No activity was performed by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that there was problem with charger of wireless foot pedal. Philips provided service quote to the customer as the contract was not active with the customer. But philips does not receive any response on the provided quote and the quote was expired. No activity was performed by philips. The codes were updated based on the investigation outcome.